Event description:
The customer's parent called and reported a button on the insulin pump was not consistently working and was getting stuck. Customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked case at a reservoir tube window corner and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.